Manufacturer narrative:
(B)(6). (B)(6) et al (2017). "Perioperative complications and initial alignment of lateral approach total ankle arthroplasty". The journal of foot and ankle surgery (2017) pg. 1-5. Reference journal article attached. Http://dx.doi.org/10.1053/j.jfas.2017.04.016. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. (B)(4).

Event description:
It is reported in a journal article that one patient underwent irrigation&debridement and fibular plate removal due to the development of a deep infection of the lateral plate following ankle arthroplasty. It is unknown how long the devices were implanted prior to the development of infection. Attempts have been made to retrieve additional information, but no further information is available at this time.